Event description:
Patient expired approximately one month from stents implanted. This patient was admitted to the cath lab and had two cypher stents implanted (3.0 x 33mm and 3.0 x 18mm). The reporter did not know the lesion site(s) and characterics. She was aware that the patient needed two additional stents to treat another lesion (site unknown) and the doctor was going to schedule a follow-up procedure. The patient was taking plavix, aspirin, a blood pressure medication, insulin, and "a whole list of medications. I don't remember." Apparently, the patient's blood pressure began dropping. Itis not clear whether the patient was hospitalized, but she stated the following: "his blood pressure had been going down and down. They were messing around with his medications." Approximately 5 weeks after he had the cypher stents implanted, the patient expired. The reporter stated, "they think his heart just stopped. He had been doing so well since he got the stents. He couldn't wait to get the other two done. I doubt it was the stent."